Manufacturer narrative:
Additional information: manufacturing site evaluation: analysis and results: the involved batch is not known. As no batch number is received, the batch manufacturing record cannot be reviewed. On the other hand, there are no samples available for analysis. Without any sample, we cannot carry out an analysis in order to make a decision. Nevertheless, we have checked the packs supplied to this customer one year before this surgery and the following possible batches of the pack are: p160121002, p160125001, p160212003, p160217001, p161111003, p161111002, p161111004, p161111005. These packs contain the following batches of steelex sternum set (reference g0617733): 615353, 615327, 615421, 615366 and 616294. There are no previous complaints not units in stock of any of them. Review of the batch manufacturing records showed these possible products had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Furthermore, review of the complaint history records showed there are no previous complaints for the reference involved in the case of steelex sternum set g0617733 regarding a similar issue in the last five years. Remarks: in the patient's history it is described that the patient is overweight. According to the literature review, in overweight patients if they have had an episode of cough or pneumonia, etc. Diastasis of the sternum (separation) and hyper-expansion could occur and therefore force the loss of the stitches. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it.

Event description:
Clarification was received: the date of the initial operation was (B)(6) 2017. (The exact type of surgery was not specified.) It was reported that a male patient had a medical history or hypertension, being overweight, and dyslipidemia. The patient was being monitored by the cardiac physician. The patient presented with symptoms of dyspnea with effort, and functional grade ii. "Ergometry" was not conclusive; positive myocardial "spect" for ischemia. A catheterization was performed. There was severe injury of the three main vessels noted.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the suture in a custom steelex sternum set. A cardiovascular procedure was performed on the patient; the patient had been admitted on (B)(6) 2017. About 2 years later, there was some "dehiscence" noted. Additional information was requested.